Event description:
Failed tissue expander. Intervention was required to prevent serious injyry. This event caused add'l surgery. Requiring a return to o.r. To replace the tissue expander by the doctor. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.